Event description:
A portion of the match head drill broke away from the main drill. The portion that broke off was recovered without incident. No harm to patient. Match head drill is a disposable item.